Event description:
It was reported that the patient developed a pocket infection post-implant. The pocket was revised to resolve the issue. Lead remains implanted. Patient was stable after the event.

Manufacturer narrative:
.